Event description:
Patient reported an ultrasound diagnosis "uneven implant contour and suspicion of rupture which was confirmed via magnetic resonance imaging, as well as that parenchymal capsule was found. " additionally patient reported patient reported pain and , a hard nodule with dimensions 2x2, discomfort. Healthcare professional reported later "swelling of the breast, aching pain at rest, increased size". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported, an ultrasound diagnosis. "Uneven implant contour and suspicion of rupture. Which was confirmed, via magnetic resonance imaging. As well as, that parenchymal capsule was found". Additionally, patient reported, pain and a hard nodule with dimensions 2x2 discomfort. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "uneven implant contour and suspicion of rupture".